Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a no delivery alarm on the insulin pump and her blood glucose was 700 mg/dl. Customer changed the site and the cannula was straight. Customer tried to treat with a bolus and got the no delivery alarm. Customer was assisted in performing a 5.0 unit fixed prime but the insulin did not exit. Customer reported insulin exiting the tubing when he slowly pushed insulin through the tubing. Customer was advised that the insulin pump was working as designed. Customer stated that the site was coming out. Customer was going to change the site out. Customer stated that now the pump is up and working. Customer was able to bolus for her blood glucose.